Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis (dka), with blood glucose levels greater than 600 mg/dl. The customer experienced severe nausea, excessive thirst, chest pain and body aches. Troubleshooting revealed that the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. However, the customer's husband wanted the insulin replaced as he did not feel comfortable with her using this device. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The unit had a scratched lcd window.